Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a severely scratched display window, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 63 mg/dl. Customer treated with food. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.